Manufacturer narrative:
One of the patient samples was cloudy in appearance. After the customer recentrifuged the sample, (B)(6) combo results were obtained. The specimens were all from the same contracted laboratory drawn in (B)(6) 2017 and were stored refrigerated in the contracted laboratory. Samples were shipped refrigerated and tested in the plastic shipping tube. The issue appears to be pre-analytical. No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained kit of reagent lot number 78017li00, which contains identical bulk reagents as lot number 78018li00, was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without (B)(6) results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6)). The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. The lot detected the same bleeds as (B)(6) for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified. A use error occurred since the samples were stored incorrectly (>14 days at 2 - 8 degree c). Further, samples should have been re-centrifuged before testing due to sample integrity issues.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) combo results were generated for three patients. Patient #1: (B)(6) year old male, initial result 2.66 s/co ((B)(6)), repeat results 0.22 and 0.11 s/co ((B)(6)), roche (B)(6) method 649.10 s/co ((B)(6)). Patient #2: (B)(6) year old male, initial result 0.45 s/co((B)(6)), roche (B)(6) method 65.31 s/co. Patient #3: (B)(6) year old female, initial result 0.03 s/co ((B)(6)), roche (B)(6) method 664.30 s/co (reactive). This sample was cloudy in appearance. After recentrifugation of the sample tube, reactive results of 212.63 and 235.57 s/co were generated. Western blot testing was (B)(6) for all three samples. No adverse impact to patient management was reported.